Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Almandoz je, crandall bm, scholz jm, fease jl, anderson re, kadkhodayan y, et al. Pre-procedure p2y12 reaction units value predicts perioperative thromboembolic and hemorrhagic complications in patients with cerebral aneurysms treated with the pipeline embolization device. J neurointervent surg. 2013; 00:1-8. On 12 may 2014, a literature article was received describing a total of 44 patients (8 male / 36 female) with a mean age of 59.2 years who underwent 48 ped (pipeline embolization device) surgeries. Three patient case studies were provided out of 44 patients. All three patients were given antiplatelet therapy. Case #3: treatment of a recurrent aneurysm located in the ophthalmic segment of the left ica (internal carotid artery). The patient presented with a recurrent left ophthalmic ica aneurysm 5 years after coiling embolization treatment. The patient was considered a clopidogrel hyporesponder with a pru (p2y12 reaction unit) value of 246, 3 days prior to procedure and after receiving antiplatelet therapy for 9 days. The antiplatelet dose was increased. The patient underwent pipeline embolization treatment without issues and post procedural angiogram revealed a patent cerebral vasculature. On postoperative day 4, the patient was found unresponsive at home. A non-contrast CT (computed tomography) scan revealed a large left temporal intracerebral hemorrhage causing a left uncal herniation. The pru value was 10 at the time of hemorrhage. The patient expired the same day.